Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that, further to a patient having been readmitted to the central monitoring system, the patient data disappeared and the host monitor failed to alarm. The customer further alleged that the patient subsequently expired as a result of the reported malfunction.

Event description:
It was reported that, further to a patient having been readmitted to the central monitoring system, the patient data disappeared and the host monitor failed to alarm. The customer further alleged that the patient subsequently expired as a result of the reported malfunction. A philips remote service engineer (rse) remotely connected to the customers system. The rse searched the bed label within the clinical audit log which showed the bed alarmed from 17.25 until 17.44 with no acknowledgement. The rse emailed the customer a screen shot of the clinical audit log. A philips field service engineer (fse) was to get the logs and test the system to confirm the device was alarming properly. Along with testing the system the fse collected the clinical audit trail information and escalated the issue to the national support specialist (nss). Three attempts were made to collect additional information and audit logs with no response. The cause of the reported issue is unknown.

Manufacturer narrative:
This reporting is being created in reference to MFR report number 1218950-2022-00861 to correct coding and conclusion information based on additional information received.

Event description:
It was reported that, further to a patient having been readmitted to the central monitoring system, the patient data disappeared and the host monitor failed to alarm. The customer further alleged that the patient subsequently expired as a result of the reported malfunction. A philips remote service engineer (rse) remotely connected to the customers system. The rse searched the bed label within the clinical audit log which showed the bed alarmed from 17:25 until 17:44 with no acknowledgement. Remote clinical support was consulted and it was confirmed that the audit logs showed the patient record had been pulled to the ccu, but right before the alarm the patient record was pulled back to the bed in which the patient was located and alarmed for 20 minutes with no silence or acknowledgment. The rse emailed the customer a screen shot of the clinical audit log. The central station was evaluated by a philips field service engineer (fse). It was found that everything was working to specifications and all alarms registered appropriately. Along with testing the system the fse collected the clinical audit trail information and escalated the issue to the national support specialist (nss). The central station was evaluated and found to be working to specifications with alarms registering appropriately. Three attempts were made to obtain additional information regarding the cause of the event, with no response.